Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the radial artery. The 36mm de novo long target lesion was located in the mid to proximal section of a moderately tortuous left anterior descending (lad) artery with a reference vessel diameter of 3.5mm. The physician pre-dilated the target lesion using multiple balloons. Using a 3.0x20mm promus element stent delivery system, the physician was unable to cross the target lesion using "multiple techniques to facilitate deployment including buddy wire and subsequent pre-dilations." Then the physician decided to "utilize adjunctive catheter device," as the promus element stent appeared to have a lifted strut at the distal end. The physician then switched to a 2.75x20mm promus element to treat the target lesion and completed the procedure by placing a 3.5x20mm promus element stent in the proximal lad. There were no patient complications and, "the patient remained stable throughout the case."

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).